Event description:
It was reported that a patient had a loss of therapeutic effect and the day prior to the report she felt like she was getting a urinary tract infection. The patient had several accidents during the day and night. Frequency seemed to get worse as the day went on. The patient was no longer having symptoms of pain like she did the prior night, and her pain level ona scale of 1-10 was a 7. She wanted her programming looked at and possibly adjusted, and she had gone through the programing she was given after implant. The patient had an appointment scheduled with her doctor for the following day. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# va0j8g3, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).